Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the field representative was made aware that a lead was being explanted for an unspecified reason. No patient data was available and it has not been confirmed that the procedure took place to date. No adverse patient effects were reported.